Event description:
The device was used during an unknown procedure. "It was reported when the anvil was attached, device fired an audible feedback was heard as normal. When the device was released to check donuts, the donuts were found to be stuck together and the staples seemed inadequately closed. The bowel was trimmed of the staple line. A second device was used and successfully completed the procedure." There was no consequence to the pt. Date device expires: 2001.